Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported manual ventilation in not operating as expected. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported failure did not cause a loss of manual ventilation. The reported complaint will be noted during preuse testing, as contained in the user manual. The pressure gauge has been designed as a means for the clinician to monitor pressure in the circuit. Unit is designed to alarm if pmax setting is reached. User has the option to switch to mechanical mode of ventilation where the apl is not in the circuit. Therefore, the initial MDR was not reportable.